Event description:
It was reported that during a procedure impedance testing was performed and high impedance greater than 40000 ohms was observed. Two resume leads were used for head pain. It was noted that the leads were okay with good impedance but the implantable neurostimulator (ins) was no good with high impedance. The ins was not implanted and a replacement was used. The cause of the product issue was not determined. No patient symptoms were reported.

Manufacturer narrative:
(B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found no anomaly. ¿normal impedances were measured on all circuits and electrode pair combinations¿ when the ins was tested with a known good lead in a saline solution.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.